Event description:
During a review of programming history performed on (B)(6) 2012, a programming anomaly was observed. On (B)(6) 2007, a faulted system's diagnostics test occurred which resulted in a change to the patient's settings. The patient was re-interrogated and a partial programming then took place. A final interrogation was performed so it is unclear at this time if the patient was intended to be at 0.0ma when the patient left the appointment. The patient's settings were then corrected on (B)(6) 2007.

Manufacturer narrative:
Analysis of programming history.